Manufacturer narrative:
The device in question was returned to walkmed infusion for investigation. Two delivery accuracy tests were performed. During the first test, the device was programmed at a rate of 15.0 ml/hr, with a target volume of 1.75 ml, and an intended infusion period of 7 minutes. The device delivered 1.67 ml. During the second test, the device was programmed at a rate of 9.5 ml/hr, with a target volume of 9.5 ml, and an infusion period of 60 minutes. The device delivered 9.1 ml. In regards to both delivery accuracy tests, the device delivered within specification of 5% of the target volume. Prior to (B)(4) 2013, walkmed infusion's risk analysis did not deem an over infusion of 25%-49% as reportable. However, the risk analysis was ammended on (B)(4) to deem an over infusion greater than 25% as a high risk, thus requiring a medical device report. A retrospective review of walkmed infusion's complaint history (since (B)(4) 2012) was performed, and this event has been deemed reportable to the food and drug administration (FDA). This submission is late as this event was reported to walkmed infusion prior to the ammendment of walkmed infusion's risk analysis.

Event description:
The pump was programmed to infuse medication over 96 hours. However, the pump infused the entire treatment in 72 hours.